Manufacturer narrative:
This complaint of a leak in the catheter is confirmed and will be reported as user related. The product impacted and returned for evaluation is a 5 fr d/l power PICC catheter. In addition to a statlock securement device and a guardiva antimicrobial IV dressing was returned to bas. According the notes contained with this file "CT of head without IV contrast." During functional testing a spraying leak was observed emanating from the catheter between the 31 and 32 cm depth markers. The leak site has been identified on the red luer lumen side of the catheter only. The leak site measures < 0.5 inches in length. It should be noted that the split site protrudes outward and is wavy. Although the split is longitudinal it traverses along an irregular line. The tubing surrounding the leak sit is unremarkable. The damage found on the catheter tubing contains traits that are consistent with burst secondary to over pressurization. Gross visual, microscopic and functional testing shows no evidence of a defect or deformity related to the manufacturing process. A lot review (lhr) of reyl0253 showed no other similar product complaint(s) from these lot numbers.

Event description:
Per nurse report, the patient was being discharged; ICU nurse removed PICC line without any reported difficulty and total length of 43 cm intact. However, the nurse allegedly noted a damaged area/slit on the PICC at the 32 cm mark. It reportedly appeared as if the PICC had "ballooned" and then ruptured. No unusual events noted. The only procedure notable was a CT of head without IV contrast. Patient reportedly did not have any complaints or outward effects.